Manufacturer narrative:
(B)(4). Empty. The analysis results found that the el5ml device was received in good visual condition. A bag with one malformed clip was returned along with the instrument. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.